Manufacturer narrative:
Concomitant products: pri tubing; 500ml hospira bag ndc (B)(4), lot 64-622-fw, exp 1 apr 2018, ifosfamide; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing disconnected from the drip chamber during an infusion of ifosfamide 4375mg/500ml infusing at 250 ml /hr. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report that the tubing disconnected from the drip chamber was confirmed. Visual inspection observed that pvc tubing is completely separated from the drip chamber. Functional testing was not performed due to tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement during manufacturing process. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the tubing disconnected from the drip chamber was a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.